Event description:
It was reported that pump battery depleted rapidly, requiring daily charging and causing patient to carry charging cord to ensure insulin delivery. There was no reported impact to the customer¿s blood glucose level. Patient declined further follow-up with technical support and was already in process for renewal pump, and no additional information was received regarding any further actions or outcomes.